Event description:
A customer contacted baxter's technical service center to report feeling full in dwell 2 of 5 of therapy with the homechoice (hc) machine. The home patient (hp) was also experiencing abdominal bloating. The technical service representative (tsr) assisted the hp with a manual drain. The last volume infused was 1900 ml and the volume drained was 3177 ml. The ultrafiltration (uf) reading through the last cycle completed was 914 ml. The hp was not aware of her normal uf because she is new to peritoneal dialysis (pd) therapy. During a follow up call, the hp also reported having cramps in her legs and fingers when this issue occurred. She contacted her peritoneal dialysis (pd) clinic the next day. The pd nurse reported that this hp came in and did not appear "dry" (empty). The clinic filled her with some fluid and then manually drained her. This assisted with removing excess fluid. The clinic reported prescribing the pt quinine for the leg cramps. This has resolved the problem for the pt. Additionally, the pd nurse reported that with the new hc machine, the pt has been draining completely and has not had any further problems. The nurse stated there was no pt injury related to overfill.